Event description:
It was reported that the pt was unable to adjust stimulation both with and without the antenna attached. The pt also experienced the stimulation "turning off" and a shocking or jolting sensation following a fall. The details of the fall were unk. Additional info reported that the pt had no stimulation sensation. The pt was seen by the physician and an x-ray was performed (2009), no results were reported. Further info received reported that the stimulator was depleted. The pt was unable to recharge, the recharger was giving the symbol to move the recharger over the stimulator. It was unk if the issue was a broken recharger of if the stimulator was flipped. Five days later an overdischarge was confirmed as a result of recharge coupling issues. Further troubleshooting was being considered.